Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that one day after implant, during routine follow up, this left ventricular (lv) lead was found with loss of capture. Further examination showed that the lead was dislodged, which was associated with the patient's anatomy. As a result, a revision procedure was performed; where the lead was removed and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted an insulation tear. Resistance testing found the lead was electrically continuous. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to confirm the reported field allegation of dislodgement and failure to capture. In this case, we believe the identified insulation tear may have occurred at the time the lead was explanted.

Event description:
It was reported that one day after implant, during routine follow up, this left ventricular (lv) lead was found with loss of capture. Further examination showed that the lead was dislodged, which was associated with the patient's anatomy. As a result, a revision procedure was performed; where the lead was removed and replaced. The lead was returned to boston scientific for analysis. No additional adverse patient effects were reported.